Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. Product ID: 8703w, lot# l40757, implanted: (B)(6) 1997, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) in regard to a patient receiving gablofen 500 mcg/ml at 75 mcg/day. The pump indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. The patient's medical history included multiple sclerosis s/s with quadriplegia and spasticity. The other medications (oral, etc.) That the patient was taking at the time of event included xarelto, lorazepam, simvastatin, calcium, and neurontin. It was reported that an infection at the pump incision site began in (B)(6) 2014. The incision developed scabbing for several weeks but never fell off. On the first of the year, 2015, it was checked and bacterial spinal meningitis was diagnosed. On (B)(6) 2015, the patient was seen with 3 mm opening pump pocket scar. The hcp reported that the infection (meningitis) is not related to the erosion of the device. The hcp reported that it was possibly related to earlier refill? The patient was transferred to another medical clinic for care. It was suspected abdominal skin ulcer from body habit scoliosis. The event was considered a gradual onset. In (B)(6) 2015, the pump and catheter were explanted and the patient is now on oral baclofen. The infection was resolved.